Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The customer reported that the surgeon asked for 3.5x20 cortical screw to put into an axsos locking compression plate. Screw was opened from sterile, tipped onto sterile field, scrub nurse attached screw to screwdriver & screw capture sleeve & gave to surgeon. Before inserting surgeon noticed a white substance in between the screw threads. He pulled back screw capture sleeve & dropped screw onto ground without touching it.

Event description:
The customer reported that the surgeon asked for 3.5x20 cortical screw to put into an axsos locking compression plate. Screw was opened from sterile, tipped onto sterile field, scrub nurse attached screw to screwdriver & screw capture sleeve & gave to surgeon. Before inserting surgeon noticed a white substance in between the screw threads. He pulled back screw capture sleeve & dropped screw onto ground without touching it.

Manufacturer narrative:
The reported event that cortex screw s.t. ø3.5x20mm was alleged of 'contamination of the device' could not be confirmed. Based on investigation, the root cause was attributed to be other related. The mentioned failure could not to be confirmed. Unfortunately the original packaging was not returned. The device inspection revealed the following: the screw was returned in a plastic container, unfortunately without the original packaging though. No white substance could be found on the screw threads nor in the box. Also if the screw had been sterilized / cleaned in the hospital before shipping is not known. Nevertheless some close up pictures were taken, using the microscope, which clearly showed that no white substances were evident on the screw threads. Only the tip showed some residues / discolorations. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.